Manufacturer narrative:
H4: the lot was manufactured august 22, 2022 to september 9, 2022. H10: the actual sample was received for evaluation. A visual inspection on the returned sample revealed fluid inside the bag that contained the sample which suggested leak may have occurred. A functional leak test was performed which observed a leak coming out at the solvent-bonded junction of the tubing and the stressmember. The tubing outer diameter (od) and the stressmember inner diameter (ID)were found to be within product specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore, had caused the slow leak. The reported condition was verified. The cause of the condition was an inadequate tubing insertion depth due to a manual assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The pump began to flow into the carrying bag after being prepared under the usual preparation conditions. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.